Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1584 for a description of the other device. It was reported to boston scientific that during a colonoscopy procedure, the clip fell off when pushed out the sheath prior to deployment. There were two occurrences of the clif falling off. The procedure was successfully completed with a third clip. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. Product unavailable for analysis.